Event description:
One month post-op cable grip wires failed, came out of crimp block and broke in half. Pt required a second fracture fixation.

Event description:
One month post-op cable grip wires failed, came out of crimp block and broke in half. Pt required a second fracture fixation.